Event description:
It was reported that an roi-c cage and plate fractured intra-operatively. The cage fractured on the anterior surface where the plates snap into place; the fracture piece was recovered. The second plate looks to have fractured. An awl was used to prior to installing the first plate as the patient had hard bone, but it was not used prior to introduction of the second plate. The full construct remains implanted because it was well-positioned. There was a short delay without patient impacts. This is report one of two for this event.

Manufacturer narrative:
Device evaluation: product not returned, however photographs and x-rays were provided showing the fractures. The complaint is confirmed. Root cause: root cause was unable to be determined. This event could possibly be attributed to not using the second starter awl or the patient having hard bone. DHR review: per DHR review, the parts were likely conforming when they left zimvie control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent. Reference report 3004788213-2022-00060.